Event description:
It was reported that the device beeped after a short while. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was received for evaluation in good physical condition. The device was unpacked, the tank was filled with water and a disposable was attached. The start button was pressed, and the device started working, but it was noticed that when the device was turned on and off, the pump was a little bit noisy. The device was left to run and after about 10 minutes the over temp alarm turned on. A new pump was installed, and the device was left to run for about 5 hours, in which no other alarms were triggered. The old pump was opened and was found damaged. The customer's indicated failure was confirmed, and the root cause was the defective damaged pump. After performing the entire repair, a functional test was performed, and the device was fully functional. The temp check after calibration was stable and in the range. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.